Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a recurrence of the lamp error indicator turning red on the olympus xenon light source. No patient injuries were reported.